Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2019, a dr (B)(6) was implanted in the patient. On (B)(6) 2019, the patient visited the surgeon and complained of pain in the wrist. The surgeon identified the pain and determined that 2 screws should be removed from the dr (B)(6). On (B)(6) 2019, the surgeon removed the two screws. The surgeon observed that the wrist was healed, so no further hardware was removed.